Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the scale markings on the bd veo¿ insulin syringe with the bd ultra-fine¿ needle were too light and illegible. The following information was provided by the initial reporter: "I have type 1 diabetes and recently began using the veo insulin syringe (3/10ml, 6mm, 31g). The 6mm, 31g needle is excellent¿very comfortable. Due to poor vision, I have trouble reading the markings on the veo syringe. Other bd syringes have darker/thicker markings which are much easier to read. I encourage bd to darken/thicken the markings on the veo syringe to make it more useful to the visually impaired."

Event description:
It was reported that the scale markings on the bd veo¿ insulin syringe with the bd ultra-fine¿ needle were too light and illegible. The following information was provided by the initial reporter: "I have type 1 diabetes and recently began using the veo insulin syringe (3/10ml, 6mm, 31g). The 6mm, 31g needle is excellent¿very comfortable. Due to poor vision, I have trouble reading the markings on the veo syringe. Other bd syringes have darker/thicker markings which are much easier to read. I encourage bd to darken/thicken the markings on the veo syringe to make it more useful to the visually impaired."

Manufacturer narrative:
The following fields have been updated due to additional information: d9: device available for eval?: yes. D9: returned to manufacturer on: 24feb2023. H6: investigation summary: samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was not able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.